Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed button error. Customer indicated that she was looking at the bolus history and gave her the error. She replaced battery but did not clear error. Customer's blood glucose was unknown at the time of the incident. Troubleshooting was performed for button error however, customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
No button error alarm noted. However, the insulin pump had intermittent button response due to moisture damage on keypad traces. The insulin pump received with minor scratched display window, cracked case at display window corners and cracked reservoir tube lip.